Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. All reportable information was submitted in the initial MDR, a supplemental MDR is not needed.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the wearable failed around 07:00pm, and as the patient experienced feeling weak and vomiting at that moment, they called an ambulance. The paramedics arrived around 07:25 and when a fingerstick was taken the blood glucose reading was 560 mg/dl. The patient was brought to the hospital and was treated with intravenous insulin and medication for nausea. The patient was discharged after 4 days and the blood glucose reading was 88 mg/dl at that moment. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is